Event description:
The bottom of the endocatch bag at the seam broke while the resident was pulling the bag through the trocar site. This caused the appendix to fall back into the abdominal cavity. Another endocatch bag was used to retrieve the appendix. No injury noted.